Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that cubies not showing on bus. A field service engineer deactivated the station and reconnected the row board on the drawer controller board. The cubies are now visible on the bus. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es cubie pocket failure not showing on bus. A customer has reported that a user experienced a delay in receiving medication due to a reported malfunction. There were no adverse events or injuries reported based on this event.